Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The fast stop switch was replaced and the collimator and filament were calibrated during the service call. The system was tested and found to be working as intended, and put back into service.

Event description:
It was reported that the 9800 system had an interlock failure error message during a case. The 9800 system had to be removed and the procedure was completed with another system. No patient injury was reported.